Event description:
It was reported that the customer had normal blood glucose levels of 97 mg/dl. The customer reported a button error alarm from the insulin pump while working out. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent button response due corroded keypad traces. The insulin pump was received with cracked liquid crystal display window, cracked battery tube threads and cracked reservoir tube lip.